Event description:
The customer reported that a patient was transferred from the cath lab to ICU with a morphine amd midazolam infusion (100mgs in 100mls n/saline) running at 4mgs/hr. The infusion was initially started in ed at 2mgs/hr. On arrival to the ICU, the staff removed the infusion set administering morphine/midazolam from the imed pump as they needed their pump back. When the ICU staff returned with a new imed pump, they noted that the infusion bag that was previously 3/4 full on arrival was now empty. The clinician stated that "design of giving set is such that when it is removed from imed, it is in the occluded position however it is routine practice to ensure roller clamp is also occluded. In the rush to change equipment over, this was missed. Infusion ran through with patient receiving approximately 50mg morphine and 50mg midazolam. Patient became more hypotensive and required aramine bolus and commenced adrenaline infusion. Adrenaline infusion required for 4 hours post incident and then ceased. Due to patient's presenting clinical condition, sedation and inotropic support was required as routine management."

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.